Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices associated: battery / (B)(4) / model # 1650de / UDI: (B)(4) / exp. Date: 12/31/2018, device available for evaluation: no, device evaluated by manufacturer: no, device manufacture date: mfg. Date: 12/16/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a critical battery alarm while having two new batteries on their controller and observed that the controller underwent power switching. After the power switching, the patient heard another alarm and noticed that no power was being provided to the controller. The controller started up again after a brief period of time. The site also reported that one battery was identified as undergoing power switching with a charge greater than twenty-five percent. The controller was exchanged and the battery is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation; while the battery was not returned. Functional testing of the returned controller revealed that the device's liquid crystal display (lcd) was not functioning as expected. Pixels were missing vertically throughout the display. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. The observed display error is not related to the reported event and can most likely be attributed to a faulty lcd display module. A visual inspection of the controller under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. An internal investigation has been opened to evaluate hairline cracks on controller 2.0 and implement corrective actions as required. Based on this investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the reported battery, as well as premature power switching due to a communication error within the analyzed period. Momentary disconnections will result in an audible tone or "beep." Analysis of the alarm log file revealed a critical battery alarm logged on (B)(6) 2018 at 11:32:19 due to a communication error involving the reported battery. Log file analysis also revealed multiple controller power-up events within the analyzed period, indicating losses of power to the controller. The controller power-up events were logged on (B)(6) 2018 at 07:33:44, on (B)(6) 2018 at 14:03:55, on (B)(6) 2018 at 18:19:10, on (B)(6) 2018 at 15:57:26, and on (B)(6) 2018 at 16:07:18. Momentary disconnections were logged prior to several of the losses of power. The controller was without power for ten seconds, six seconds, ten seconds, eleven seconds, and nine seconds, respectively. As a result, the reported power switching, "power connection beeps," critical battery alarm, and loss of power events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disc onnection on one or both power sources. An internal investigation has been opened to evaluate controller loss of power and implement corrective actions as required. An internal investigation has been opened to evaluate momentary disconnections and implement correc tive actions as required. Additional product: battery, (B)(4) d10: yes, return date: 2018-10-09 h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that the battery also had a communication error.

Manufacturer narrative:
Product event summary: one (1) controller was returned for evaluation. One (1) battery was not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Functional testing of the returned controller revealed that the device's liquid crystal display (lcd) was not functioning as expected; pixels were missing vertically throughout the display. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. The observed display error is not related to the reported event and can most likely be attributed to a faulty lcd display module. A visual inspection of the controller under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the battery, as well as premature power switching due to a communication error within the analyzed period. Momentary disconnections will result in an audible tone or "beep." Data log files also revealed a relative state of charge (rsoc) between 101-201 involving the battery, which is indicative of a communication error. Analysis of the alarm log files revealed a critical battery alarm logged on 20/apr/2018 due to a communication error involving the battery. Log file analysis also revealed multiple controller power-up events within the analyzed period, indicating losses of power to the controller. The controller power-up events were logged on (B)(6) 2018 at 07:33:44, (B)(6) 2018 at 14:03:55, (B)(6) 2018 at 18:19:10, (B)(6) 2018 at 15:57:26, and (B)(6) 2018 at 16:07:18. Momentary disconnections were logged prior to several of the losses of power. The controller was without power for 10 seconds, 6 seconds, 10 seconds, 11 seconds, and 9 seconds; respectively. As a result, the reported power switching, "power connection beeps," critical battery alarm, loss of power, and communication error events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.